Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump had several malfunction such as rejects batteries once a month, hairline fractures on the screen and sometimes hears grinding noises during rewind also they has to rewind more than once after reservoir change. The device will not be return for analysis.